Event description:
It was reported that there was no image on left monitor on the 9800 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. There were two loose connectors found during the service call. The system was tested and found to be working as intended and put back into service.